Event description:
Report received from clincal follow up that the pt showed right sided weakness 2 days post implant. CT scan confirmed 3 discrete infarctions. From the supporting documents, it was difficult to determine if the te occurred during surgery or after the pt. Awakened from surgery.